Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving effective stimulation. Reprogramming was unable to resolve the issue. X-rays confirmed the drg lead has not migrated. Impedances were checked and all are normal. As a result, surgical intervention may be taken to address the issue.

Event description:
Follow up revealed that the patient met with their representative to attempt to reprogram again. Patient will try the new settings before deciding on surgical intervention.